Event description:
Biomed reported an administration set issue. Biomed tested the set and stated "there was a leak at the upper blue cap on the alaris set". Biomed refers to the upper fitment as a "blue cap". There was no pt harm or medical intervention. The customer stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). The set has been received and the eval is pending. A follow up report will be submitted with failure investigation results once the eval is completed.